Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was placing an arrow 18-gauge, 20cm, 7fr triple lumen catheter into the 53 year old female patient's femoral vein in the emergency department. The physician was threading the wire through the needle. Dilation is probably done and the catheter was placed over the wire. At which time, the wire started to unravel and they were forced to restart the procedure. After multiple insertion attempts of unsuccessful probing, the ultrasound from the ICU was obtained and the catheter was placed using ultrasound. It was seen in place with 2-0 ethilon with good flow. The patient tolerated the procedure well. There was no patient death or complications reported.